Event description:
It was reported that the ventilator alarmed inop while connected to the patient. According to the caregiver, the ventilator could not be restarted after the event occurred. The patient is not ventilator dependent so he was able to breath spontaneously on his own until another ventilator was delivered to the home. No patient harm reported.